Manufacturer narrative:
The process of analysis information is ongoing. The results of the investigation will be provided to the next follow-up report.

Manufacturer narrative:
During inspection of the citadel bed returned from the facility to the arjo service center, it was noticed by the arjo technician that radius arms at head and foot end detached from the citadel bed frame. There was no indication regarding patient involvement. No injury or other medical consequences reported. The review of post-market surveillance data and investigation regarding the radius arm detachment, carried out at the manufacturer side showed that this malfunction can occur only under two specific circumstances. First, when the bed¿s backrest is blocked by the obstacle e.g. Windowsill (in the position of 45 degrees), then the backrest is moved to the actuator¿s limit and next to the bed foot section is pulled. The second scenario may take place when the obstacle is put between the base frame and radius arm. Due to the fact, that there was no information regarding circumstances in which this malfunction occur, the exact scenario could not be determined. In summary, the claimed enterprise citadel bed was not used with the patient when the malfunction occurred. During the bed¿s evaluation, the detachment of the radius arms was found, therefore it can be stated that the bed did not meet the manufacturer¿s specification. The investigation carried out at the manufacturer site allowed to determine that the radius arm detachment can occur when the bed is handled not in accordance with the instructions for use. Although there were no injuries reported, the complaint was decided to be reportable due to the allegation of the radius arm detachment which might lead to the bed collapse during use with patient. The manufacturing date (section h4) was corrected.

Manufacturer narrative:
The citadel bed was removed from use permanently. The investigation is ongoing. The results of our analysis will be provided to the follow-up report.

Event description:
Following information reported, radius arms at head and foot end detached from the citadel bed frame. There was no indication regarding patient involvement. No injury or other medical consequences reported.